Manufacturer narrative:
Evaluation results: patient's condition affected effectiveness of device (aneurysmal iliac and hypogastric arteries, dilated aortic neck). Inherent risk of procedure (endoleak). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (aneurysmal iliac and hypogastric arteries. Dilated aortic neck).

Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components, were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at time of implant are unk. It was reported, during follow-up, the patient was found to have developed left iliac and left hypogastric artery aneurysm leading to a distal type 1 endoleak. An aneurx iliac stent graft was implanted to successfully resolve the endoleak,. It was also reported, there was dilatation of he aortic neck; however, there was no endoleak present at that location and no intervention was performed. No additional clinical sequelae were reported and the patient is fine.